Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. No trauma has been reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected, as an increase of hi channels can be observed from in situ measurements. However to determine an exact root cause a device investigation of the explanted device is necessary. Despite requested no further information regarding possible steps was received.

Event description:
Device malfunction. No trauma has been reported. No further information has been received so far.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected, as an increase of hi channels can be observed from in situ measurements. However, to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Event description:
Device malfunction. No trauma has been reported.